Event description:
While reviewing the programming history for the patient it was seen that the patient came into an appointment following initial implant set to unintentional settings. At the surgery there was an incomplete system diagnostic that resulted in the patient being set to the unintentional settings. Since there was no final interrogation the patient left set to those settings. The settings change was seen at a follow-up appointment and was corrected.

Manufacturer narrative:
Analysis of programming history.